Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. He has not used the device in 7 years (used only sign language in that period). Recently he decided to try and use the device again and went to the clinic to have it activated but in situ testing showed affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. He has not used the device in 7 years (used only sign language in that period). Recently he decided to try and use the device again and went to the clinic to have it activated but in situ testing showed affected channels.